Manufacturer narrative:
Concomitant medical devices: dtma1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an alert. The right ventricular (rv) lead had triggered alerts for undefined high superior vena cava (svc) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.